Event description:
A hydrothermablation control unit was used during a hysteroscopy procedure. According to the complainant, at approximately 1 minute and 15 seconds into the ablation there was a leak at the cervix but there were no alarms or change in fluid level. The leak caused a cervical burn. System appeared to be working fine with no error codes. Follow up information received on (B) (6) 2009, confirms that there was a cervical leak that caused a burn at the cervix. No alarms or error codes were displayed. It cannot be confirmed that the fluid level dropped below 10cc to trigger the alarms to go off. The patient did have a patulous cervix. The degree of the burn cannot be determined and the treatment used for the burn is unknown. Although an attempt was made to obtain further patient follow up regarding degree of burn, there is currently no further information regarding this event.

Event description:
Note: this MFR report pertains to the second of three devices used during the same procedure. Please refer to MFR # 3005099803-2009-05447 for a description of the first device and MFR # 3005099803-2009-05448 for a description of the third device. A hydrothermablation control unit was during a hysteroscopy procedure. According to the complainant, at approx 1 minute and 15 seconds into the ablation there was a leak at the cervix but there were no alarms or change in fluid level. The leak caused a cervical burn. System appeared to be working fine with no error codes. Follow up info received in 2009, confirms that there was a cervical leak that caused a burn at the cervix. No alarms or error codes were displayed. It cannot be confirmed that the fluid level dropped below 10cc to trigger the alarms to go off. The pt did have a patulous cervix. The degree of the burn cannot be determined and the treatment used for the burn is unk. Although an attempt was made to obtain further pt follow up regarding degree of burn, there is currently no further info regarding this event.

Manufacturer narrative:
The console was returned for evaluation and the complaint could not be duplicated. The unit was tested with the corresponding IV pole and nothing atypical was noted with either of the units. The console received unrelated routine maintenance while in house and passed to all performance tests. The probable root cause of this complaint is "anticipated procedural complication".

Manufacturer narrative:
The device has not yet been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between this device and the event. If any additional relevant info is received, a supplemental medwatch will be filed.